Event description:
It was reported that during a software update, the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). E3 is unknown (initially it is submitted as "other healthcare professional"). Additional information: e1(event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was able to verify the "failed drive manifold test" during software test. To fix this issue, device has been taken out of service. The cardiosave balloon pump was reported to have been water damaged during a previous service callout. Completed repair with all functional and safety tests per manufacturer specifications.